Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a blank (black) screen. The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The inverter board was replaced. The ECG input was replaced due to incorrect wave readings. All functions were tested prior to shipment. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a blank (black) screen.